Manufacturer narrative:
Exemption number e2019001. The device was returned for analysis. The reported material deformation (stent damage) was confirmed. The reported failure to advance could not be replicated in a testing environment as it was based on operational context of the procedure. The reported difficulty to remove could not be confirmed due to the condition the device was returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the calcified and tortuous lesion causing the reported failure to advance. During removal the device interacted with the guiding catheter causing the reported difficulty to remove and subsequent material deformation (proximal ring flare). There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
G9: exemption number e2019001 permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na

Event description:
It was reported that the procedure was to treat a calcified right posteriolateral branch coronary artery, 90 degree bend from the right coronary artery into the right posteriolateral, with subtotal occlusion despite pre-dilatation due to tissue prolapse. A 2.25x23mm xience sierra stent delivery system (sds) was attempted to be positioned but failed due to tortuosity prior to the lesion. The sds was not able to be retrieved into the guiding catheter. The proximal edge of the stent was noted to be flared. Therefore, the sds, guide wire and guiding catheter were removed as a single unit. The procedure was terminated without stent placement in the lesion. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.